Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no objective evidence of a product malfunction.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. Noise and loss of capture (loc) were also observed. It was noted there was a pacemaker mediated tachycardia (pmt) episode stored with a high rate tracking. Subsequently, a revision procedure was performed. The pacemaker and rv lead were explanted and replaced. No additional adverse patient effects were reported.